Event description:
The customer reported that water around the battery chamber and the motor was observed. The device also alarmed. Troubleshooting was performed, and the escape button was unresponsive. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.